Event description:
It was reported that a radiology technologist was preparing a pt for an x-ray exam on the ysio sys. The operator was standing between the sys table and pt stretcher. With her right hand the operator reached for the 3d tube control buttons, while the middle finger on her left hand was on the bottom part of the overhead support. When the overhead support moved, her middle finger became pinched between the mobile segments of the column. The technologist's finger tip was broken and she sought medical attention at the emergency department of the facility. This event occurred in (B)(6).

Manufacturer narrative:
The operator's manual (B)(4) for ysio sys contains warnings indicating possible danger of crushing for the pt and/or examiner. The danger zones are marked with arrows. The manual contains a caution that operator must ensure that anybody is outside the hazardous zone. (B)(6).